Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm would not stay locked down. No patient complications reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.